Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was initially implanted with a proximal femoral nail antirotation (pfna) short nail on (B)(6) 2018. Patient was then revised to a pfna long nail on (B)(6) 2018 for unknown reason. On unknown date it was revealed that the long nail is broken. Patient will undergo another revision procedure to remove the broken nail. Second revision has not yet been scheduled. Concomitant devices: pfnaa helical blade (part unknown, lot unknown, quantity 1), pfna locking bolt (part unknown, lot unknown, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 472.325s , lot: l935536 , manufacturing site: bettlach , release to warehouse date: 26 june 2018 , expiry date: 01. June 2028 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate l856776 was reviewed and the used material was according to iso-5832-11 specification for implants for surgery review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.